Manufacturer narrative:
The detailed investigation of the log files revealed that the system had received a signal to stop the acquisition. Shortly after, the system received a command to shut down. The logfiles show no sign of a sudden power loss. The shutdown procedure showed no abnormalities. Therefore, a failure of the uninterruptable power supply unit (ups) cannot be confirmed. As the user assumed that there was an issue with the ups, no restart was attempted, and an alternate c-arm was used to complete with the procedure. The concerned system was turned on later on the same day without any issues to acquire the logfiles of the incident. Therefore, a restart would have recovered the full functionality of the system. During the onsite service intervention, it was observed, that one wire of the off switch was loose, which may have caused the shutdown process. The off switch was replaced, and the reported error has not re-occurred. A possible general issue that would require corrective measures of the installed base could not be determined by the investigation. The reported incident was not classified as a reportable event after the detailed investigation as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. The system shutdown during an interventional patient procedure. The procedure was continued and successfully completed on an alternate unit. There is no report of impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.